Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead exhibited noise and pace impedance measurements of greater than 2,500 ohms. It is unknown if there was any oversensing and the threshold measurements were unknown. The health care professional (hcp) decided to put a holter monitor on the patient to determine underlying rhythm. Technical services discussed with the hcp that they could continue to monitor. The lead remains in service. No adverse patient effects were reported.